Manufacturer narrative:
The computer was returned for analysis. Functional testing determined that the computer was malfunctioning causing the reported issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The computer was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The computer was returned for analysis, however analysis was not completed at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when he tried to launch the spine application the system would become unresponsive and has to do a hard reboot. The representative has uninstalled and reinstalled the software including un-shared resources with no change.